Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. A mynxgrip vascular closure device (vcd) would not deploy, the sealant may have been prematurely shuttled. But the sealant stuck and would not allow the sheath to come back up. There was no reported patient injury. The product was returned for analysis. One non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis the shuttle cartridge was disengaged from the black handle. The non-cordis procedural sheath was retracted to the shuttle handle. The sealant was exposed outside the shuttle cartridge. The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path. No anomalies were observed. Per functional analysis performed by manually retracting the procedural sheath and the shuttle cartridge back to the black handle. Slight resistance was felt during the unsheathing. Per microscopic analysis upon un-sheathing, the sealant was found exposed to blood, swelling up with increased profile. The proximal end of the sealant was observed wedged between the advancer tube and the inner cartridge. The condition of the returned sealant indicates a device deployment jam. A product history record (phr) review of lot f1822502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis; however it is possible the sealant might have been exposed to moisture prematurely, swelling up, increasing the profile which may have prevented the shuttle and procedural sheath from being retracted during unsheathing. However, the root cause of the sealant swelling prematurely could not be conclusively determined. Based on the information available for review, procedural factors may have contributed to the event as evidenced by the proximal end of the sealant was observed wedged between the advancer tube and the inner cartridge during analysis. According to the instructions for use, although not intended as a mitigation of risk, ¿deploy sealant align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1822502) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a mynxgrip vascular closure device (vcd) would not deploy, the sealant may have been prematurely shuttled. But the sealant stuck and would not allow the sheath to come back up. There was no reported patient injury. The product will be returned for analysis.